Manufacturer narrative:
Available details indicate that during the routine testing, it was found that the device has power equipment malfunction. While evaluating the device, rse determined that reported allegation was not found and the device is working fine. The device returned to full functionality. Reporting address line 1: (B)(6). Reporting address state: (B)(6).reporting address city: (B)(6). Reporting address postal: (B)(6).reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device was getting power equipment malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.